Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving bupivacaine (20 mg at 15.45984 mg/day), morphine drug, unknown (3 mg at 2.31898 mg/day), and fentanyl (2000 mcg at 1545.98448 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pain at the pump site. Additional information received from the healthcare provider via a clinical study indicated that the patient was given a trigger point injection. Additional information received from the healthcare provider via a clinical study indicated that the patient admitted to pain at pocket site and was interested in moving pump site to abdomen. Additional information received from the healthcare provider via a clinical study indicated that the pump was repositioned to from the right buttock to right abdomen on (B)(6) 2025.